Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string pulled out upon removal of the pessary. She went to the ER to get the pessary removed. She was experiencing pain and alleged she got trauma to her cervix. Multiple attempts have been made to obtain further information. No further information has been received.